Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 4076 implantable pacing lead - (B)(6) 2010; 4396 implantable pacing lead - (B)(6) 2010. (B)(4).

Event description:
It was reported that the device exhibited an unexpected longevity of three years. The device was explanted and replaced. Additionally, the right ventricular (rv) lead exhibited a loss of capture. Further testing was unable to determine the cause of the loss of capture. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.